Manufacturer narrative:
(B)(4) the complaint sample was not available and the lot number of product involved is unknown. Therefore a search of the system of the lots delivered to the patient was conducted, with a time frame of three months before of the occurrence day. No product is available of the lots delivered to the patient, on distribution centers to be analyzed. The entire lots have been sold and distributed. All device history records (DHR) are reviewed and released according to the DHR review checklist and release procedure. A device is not released if it does not meet requirements or is nonconforming. In addition, the device record review confirmed the labeling, material, and process controls were within specification. This report is being submitted as part of a system level review; which will include an investigation of all potential fresenius products being used at the time of the event. A supplemental report will be submitted upon completion of the plant¿s investigation.

Event description:
A peritoneal dialysis patient's spouse reported that the patient had been hospitalized due to abdominal pain and had been diagnosed with an infection. The date of the infection and hospitalization was not known therefore the date was estimated. The patient's medical records have been requested but will not be made available.